Manufacturer narrative:
Additional information: d9: device available for evaluation? Yes. D9: date returned to manufacturer jul 1, 2021. H3: device evaluated by manufacturer yes. Device evaluation: the patient interface components were received loose within the package and were unable to be matched with their corresponding lot, complaint file, or investigation file numbers. Product evaluation is therefore not possible. Per attached DHR summary page provided, no related deviation, ncmr, nc or CAPA was initiated during the manufacturing process of the reported lot#. All devices meet material, assembly, and performance specifications at the time of product release. Refer to the attached DHR summary page for additional details. Based on the information obtained, there is no indication of product malfunction or product deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints per global complaint trending.

Manufacturer narrative:
Phone number (B)(6). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported by the customer that they experienced suction loss with the patient interface (pi) during the laser firing. A description of the event is that the patient's suction loss occurred mid surgery and the procedure was aborted. It was reported the clinic allowed the patient eyes to heal and then the surgery was completed on a separate day.